Manufacturer narrative:
The account found grease on the hi/low drive brake washer which caused the brake to slip. The account cleaned the brake washer to repair the bed.

Event description:
The account alleged that the hi/low function is drifting down.